Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, 12:30pm, at (B)(6) hospital, while implanting a pinnacle sector two with porocoat 58 shell, a 2217-50-041 cup impactor broke. The back end of the handle broke away from the rest of the instrument when dr. (B)(6) struck it with a mallet. Rep had to find another impactor handle to finish the seating of the prosthesis. Dr. (B)(6) had trouble threading the new impactor handle into the cup and a delay of 10 minutes resulted. Dr. (B)(6) believes the impactor handle referenced is sub standard. All pieces were retrieved from the broken handle. Patient consequence? Unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.